Manufacturer narrative:
Based on the claim against the product by the customer noting getting a fault on the usm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse performed p10 clip installation and performed set up joint (suj) calibration. The system was tested and verified as ready for use. The complaint regarding error fault usm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23072 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer got a fault pointing to the universal surgical manipulator (usm) 4. The usm kept prompting to port the clutch and erroring out and giving them the option to override the fault on the usm 4. The customer had recovered from the faults and continued with the case. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed error logs and saw 23072 patient side cart (psc) excessive mismatch error between primary and secondary setup joint readings on set up joint (suj4), z-axis pot (dof1). The isi tse let the customer know the options of switching to using usms 1, 2, and 3 or if they continued to use usm 4, they might have to keep recovering from the fault. The customer was going to reboot the system and continue with the case. After restating the system to clear the fault, the customer reported that they had a message: "self-test in progress". The isi tse saw the 23072 faults on armnet 4. At the time, the customer had usm 4 undocked, and was not using it. The isi tse guided the customer to disable usm 4. The customer was able to disable the usm 4 and continue with the procedure. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.